Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Brush head broke in mouth, brush head is completely skewed [device breakage]; no adverse event [no adverse event]. Case description: a consumer, age and gender unspecified, reported via email on 14-jul-2016 that while using an oral-b rechargeable toothbrush, version unknown, the oral-b brushhead, version unknown broke in his or her mouth within a week of being used. The reporter stated the second brush head from the pack of 2 was completely skewed and could spring off at any time. No symptoms developed. On 19-jul-2016 consumer follow-up email: the consumer reported the product's oral-b logo came off after a lot of pressure was applied when scratched with a coin. No symptoms developed. On 20-jul-2016 consumer follow-up email: the consumer submitted photos of oral-b power oral care refills flexisoft 4 pack packaging and brush heads. No further information was provided

Manufacturer narrative:
A 23-aug-2016 product investigation results. The consumer returned one toothbrush head on 19-aug-2016. Toothbrush head confirmed to be a counterfeit oral-b flexi soft refill.

Event description:
Brush head broke in mouth, brush head is completely skewed [device breakage]; no adverse event [no adverse event]; product counterfeit [product counterfeit]. Case description: a consumer, age and gender unspecified, reported via email on 14-jul-2016 that while using an oral-b rechargeable toothbrush, version unknown, the oral-b brushhead, version unknown broke in his or her mouth within a week of being used. The reporter stated the second brush head from the pack of 2 was completely skewed and could spring off at any time. No symptoms developed. A 19-jul-2016 consumer follow-up email: the consumer reported the product's oral-b logo came off after a lot of pressure was applied when scratched with a coin. No symptoms developed. A 20-jul-2016 consumer follow-up email: the consumer submitted photos of oral-b power oral care refills flexisoft 4 pack packaging and brush heads. No further information was provided